Event description:
It was noted that the fragmentation basket separated from the catheter during use. Numerous passes were required to treat a thrombus in the upper arm a-v loop graft. The separated basket was removed using a snare which was introduced through a sheath in the a-v graft. There were no associated pt complications.